Event description:
It was reported that following a 90 min percutaneous coronary intervention (pci) procedure, an angio-seal sts plus was used. A 6f medikit, 25 centimeter (cm) procedure sheath was used. A pre-deployment angiogram revealed a common femoral artery (cfa) puncture with a 7.0 millimeter (mm) lumen. There was no calcification, tortuosity, or stenosis at the puncture site. The angio-seal was deployed and hemostasis was achieved. Three days later when the pt ambulated, a hematoma developed and spread from the lower abdomen to the lower legs. The pt underwent surgical intervention. Surgical findings revealed the right cfa was punctured just beneath the inguinal ligament and was 4 mm in size. The hematoma was large and the blood volume of the hematoma was estimated at 2.5 liters. The angio-seal anchor was buried in the hematoma and tissues outside of the artery and had a "bridge-like" appearance. The angio-seal was removed. The artery was sutured and hemostasis was achieved. The pt received 2000 cc of blood via a transfusion. The pt developed edema in both legs and an enlarged lymph node; this was allegedly caused from the hematoma. The pt remains in the hospital receiving antibiotic treatment.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device IFU states the 6f angio-seal device should be used on 6f or smaller procedure sheath arteriotomies and the 8f angio-seal should be used on 8f or smaller procedure sheath arteriotomies. A search of the angio-seal database revealed no training record for this physician. The IFU cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.